Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that the instrument is dripping during sit flush. The following information was provided by the reporter that the instrument was dripping biohazard that was not contained within the instrument.

Event description:
It was reported that while using the bd facslyric¿ that the instrument is dripping during sit flush. The following information was provided by the reporter that the instrument was dripping biohazard that was not contained within the instrument.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric instrument, part#: 659180, serial#: (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 06sep2021 to 06sep2022. Complaint trend: there are 11 complaints related to the leakage of biohazard not contained within the instrument. Manufacturing device history record (DHR) review: DHR part#: 659180 serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was likely due to a blocked v8 valve tubing. The customer reported that the instrument is dripping during the sit (sample injection tube) flush. In an attempt to resolve the issue, the customer opened the left panel of the instrument. The customer stretched and massaged the v8 tubing and set it in a different position. This resolved the issue and it is confirmed that the instrument is performing as intended. Although the leak was biohazardous waste, there was no skin contact with the fluid. No user was harmed or injured as a result of the leak and no medical treatment was performed. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, #: 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: na, case#: (B)(4). Install date: on (B)(6) 2017. Defective part number: na. Subject: 659180 - facslyric - sit dripping during sit flush. Description: customer reports that the instrument is dripping during sit flush. Case comments: on (B)(6) 2022 8:07 am) customer reports that the instrument is dripping during sit flush. On (B)(6) 2022 8:26 am) customer will try tomorrow to reseat v8 tubing. On (B)(6) 2022 1:20 am) open left panel of the instrument. Stretched and massaged the v8 tubing and set it in a different position. The issue is solved. The instrument is working within specs. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part#: 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes, no. Azure ID: 89169. ID: libivd-ra-61 2.1.6. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Probability: 1. Severity: 3. Risk index: 3. Root cause: based on the investigation results the root cause of the biohazard leak not contained within the instrument was likely due to a blocked v8 valve tubing. Conclusion: based on the investigation results, the root cause of the biohazard leak not contained within the instrument on the facslyric, was likely due to a blocked v8 valve tubing. The v8 tube was massaged and rearranged inside the valve. This resolved the issue and it is confirmed that the instrument is performing as intended. Supporting document: n/a.